Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The insulin pump had pump error alarm and insulin flow blocked alarm. The customer blood glucose level was over 25 mmol/l and 24.7 mmol/l. The customer was assisted with troubleshooting. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer performed displacement test and test was passed. Customer stated the insulin pump was not dropped or bumped. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.